Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cervical esophago-gastric anastomosis on a video assisted thoracoscopic esophagectomy, staples w ere not formed and fell into the patient¿s cavity. It was also stated that there was an incomplete staple line. The surgeon had to do the hand sewn anastomosis. It was stated that it took them 10 minutes to repair the wound. The patient incurred a temporary injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The staple guide was found to be detached from the instrument with proper welding marks. The anvil of the instrument was observed to be tilted and separated from the instrument. A deep knife impression was observed along the cutline impression in the mylar cover, with the cut ring found to be partially severed. The staple guide was reattached to perform functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions may occur due to rough handling of the device. Replication of the reported conditions may also occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.